Manufacturer narrative:
"This event was discovered when pmt initiated a voluntary, proactive, chart review of over 400 patients to explore and collect data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. A (B)(6) female patient underwent successful cervical fusion. At 3 days post-surgery, the patient complained of severe pain and weakness necessitating foraminotomy at c5-c6 (right side) which required removal of the cage at c6-c7 (left) to allow access for required surgical treatment. Because no radiographs were taken, it is not possible to confirm cage position. Malposition was not confirmed by the surgeon. If the cage was malpositioned, it is possible that this may have contributed to the aggravated symptoms post-operatively. The patient is doing well and no subsequent issues have been reported."

Event description:
(B)(6) female patient underwent successful cervical fusion. At 3 days post-surgery, the patient complained of severe pain and weakness necessitating foraminotomy at c5-c6 (right side) which required removal of the cage at c6-c7 (left) to allow access for required surgical treatment. No device defect or malfunction was reported by the surgeon.